Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose of 400 mg/dl and they were having issues with the set. The customer reported that they lost the quick serter and they were inserting the set manually. The customer also reported that the insulin pump had an audio anomaly. The device was no longer alarming for high glucose alerts. The device alarmed hardware low level failure. The device passed the self-test during the call. Troubleshooting was declined for the high blood glucose. The insulin pump will not be returned for analysis.